Event description:
It was reported that after device implantation, an x-ray was taken before hospital discharge and it was confirmed that the electrode was implanted underneath the parasternal location. The attending physician reported the event and inquired about the future course of action. It was requested that the electrode be re-implanted as the long-term results of the parasternal were unknown, and it would be difficult to deal with unexpected complications in the future. After consultation with the cardiovascular surgery department, it was concluded that the risk of lead removal was low; therefore, the lead was re-implanted on the same day. There were no additional adverse patient effects.